Event description:
It was reported that the lead was removed from service due to high impedance (>200 ohms) and apparent lead fracture. No patient complications have been reported as a result of this event.